Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that numbers continued to scroll up when the up arrow button was pressed. Customer's blood glucose was 382 mg/dl. Customer states that insulin pump was exposed to moisture from sweat. After troubleshooting, customer was advised that insulin pump would need to be replaced.